Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use batteries of cardiosave intra aortic balloon pump (iabp) were not charging while plugged into ac power. The ac plug icon was present, and the console was in hybrid configuration. Customer changed pump to continue to treatment. Customer had changed out batteries in the pump not charging to be able to turn it on. The charge on the initial 2 batteries was depleted. No patient harm or injury reported.

Manufacturer narrative:
Updated fields : b4, d9, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected field : g2. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.